Event description:
It was reported to philips that the device failed operational testing. There was no patient involvement.

Event description:
It was reported to philips that the device's therapy knob was not working. There was no patient involvement.